Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the onetouch ultraeasy meter read inaccurately erratic. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient alleged that the issue began on (B)(6) 2014. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. The patient also denied developing any symptoms after the product issue occurred. On (B)(6) 2014, the patient reportedly was administered glucose tablets/glucose gel by her home health nurse; the patient¿s blood glucose reading prior to receiving the treatment is not known. On (B)(6) 2014, the patient reportedly obtained blood a blood glucose reading of ¿7.7mmol/l¿ with the subject meter and more than 20 minutes later a second (unknown) reading with the meter. The patient denied testing her blood glucose with another device. At the time of troubleshooting, the csr confirmed the patient¿s readings were from an approved sample site; however, the csr was unable to verify the meter¿s unit of measurement setting. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly was administered treatment by an hcp for an acute complication to diabetes while using the product.